Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f236a was conducted. There were no non-conformances related to this complaint. This lot met all release requirements. A review of kit lot f236a for the reported issue shows no trends. Trends were reviewed for complaint categories alarm #18: system pressure, tubing leak. No trends were detected for each complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete.

Event description:
The customer called to report a pto leak at the collect line during a patient procedure. The customer stated the patient was 200ml in negative when the leak occurred and an alarm #: 18 system pressure sounded before the incident. The treatment was aborted and there was no blood returned to the patient. The patient was in stable condition and was later treated with a new kit. The customer will not be returning product(s) back for investigation.